Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events and unspecified injuries on an unknown date in 2006 through an unknown date in (B)(6) 2007 and subsequently expired after the use of the product.